Manufacturer narrative:
The service rep suspects a faulty balloon may have been the cause of the alleged malfunction and that no malfunction of the iabp was noted. The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and reported that customer called in due to unit stopping pumping during operation. Fse reviewed the error logs and found suspect faulty balloon. Performed functional testing and safety checks. Unit passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use.

Event description:
The customer reported that the cs300 intra-aortic balloon pump (iabp) shutdown while in use on a patient. No patient injury or harm was reported.